Manufacturer narrative:
(B)(4). Report source , foreign-event occured in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned for investigation.

Event description:
It was reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as the product was not returned. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. Investigation results concluded that the root cause couldn¿t be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that during the preparation of the bone cement, the monomer liquid would not dispense into the cylinder. There was no patient injury and no surgical delay.